Manufacturer narrative:
Additional information provided in h.6., d.10. And h.11. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. A nonconformance investigation has been completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Receipt of additional relevant information or supporting materials will. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that several probes stopped cutting during the pars plana vitrectomy surgery. The surgery was completed on same day but unknown how it was completed and there was no report of patient impact.